Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of an initial power up issue. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The power management board needs to be replaced. The device was scrapped.